Manufacturer narrative:
H6: evaluation codes updated device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened, and an investigation will be completed. The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported via medwatch mw5162901: patient reporting defective cassettes. 4 separate times pumps alarmed and then replaced cassette with different lot number and pump ran fine. Patient does have back up cassettes to switch to and was able to successfully continue their therapy. There was patient involvement when the product fault occurred, and no harm/adverse event reported.